Manufacturer narrative:
The device has been returned and evaluated by product analysis on 19-sep-2019 the following findings: during investigation, the black box and suspend history verified eaw 160 suspended . Ewa 160 indicates manual suspend by the user. Investigation basal duration test did not duplicate pump self suspending. The keypad was tested with no evidence of hypersensitive or stuck keys . Suspend feature was tested with no defects found. Additionally, the battery compartment cracked above grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr), and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2018, the reporter called animas alleging a suspend issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.